Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint of having issue with the "clip would not clamp or release from the instrument". The medium-large clip applier instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. However, a grip-clip test was performed and failed. Additionally, the clip applier instrument was found with one grip bent. The damage was found near the base of the clip groove, causing a .025" offset at the tips. As a result, the clip could not be properly loaded on the grips.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the "clip would not clamp or release¿ from the medium-large clip applier instrument. The procedure was completed otherwise completed with no reported injury or delay.